Event description:
It was reported that this pt was being treated for hydration and blood work. Approx one month prior to the event, the anesthetist inserted the peripherally inserted central catheter (PICC) in the basilic right arm. Now, when the ward nurse went to administer fluids, they noticed the lumen was fracture. As a result, the PICC was immediately removed and a new PICC from a different batch was inserted. Additional info received on 05/10/2010 from the distributor stated the catheter was removed and replaced with a new one taking approx 30 minutes. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.